Event description:
It was reported that left tha was performed on (B)(6) 2016. After that, the patient developed pain and severe limp. Left revision surgery was performed in (B)(6) 2017 and taper femoral head.